Event description:
The device was implanted within the right subclavian, on 10/15/96, for use in the pt's therapy. On 3/6/97, the facility nurse contacted a MFR nurse and reported that, on 11/20/96, the facility experienced a one way occlusion preventing obtaining a blood sample through the line. No other problems were experienced until 1/7/97 when a 2-way occlusion was experienced. The facility was unable to obtain blood or flush urokinase after two attempts. On 1/9/97, the device was urokinased with no results and again on 1/10/97, with no results. The device remains implanted. No further information is available.